Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The stylet/guidewire was kinked/buckled. The guidewire was unraveled. Guidewire returned stuck in lead and is broken with distal coil unraveling at 2cm (from distal end of guidewire).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the thin wire on the guidewire unwrapped. A new guidewire was attempted but could not be inserted into the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.